Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted that the header was loose however there was no evidence of body fluids under the header. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the loose header was induced during the explant procedure.

Event description:
Boston scientific received information that this pacemaker detected out-of-range right atrial (ra) lead impedances, loss of capture (loc) and lack of sensing. Three years later this device was explanted for an unrelated issue. No adverse patient effects were reported.